Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava wall and mild mural mineralization. The indication for the filter placement was not provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Due to the nature of the complaint the reported mural mineralization could not be further clarified. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava wall and mild mural mineralization. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc) and blood clots. The patient became aware of the reported events thirteen years after the index procedure. The patient continues to experience pain suffering and anxiety due to the filter perforation. The form also states that there was a thrombus causing the filter to be clogged, the patient had severe leg pain, chest pain and groin pain. A computed tomography (CT) was well positioned. The legs from the filter perforate the ivc. There was peripheral mineralization identified along the right lateral walls, though to possibly be related to encrustation and or chronic thrombus. However there was no high density or expansile clot identified to suggest acute thrombus. A stent was identified within the right common iliac vein. The patient also has minimal aortic atherosclerotic disease, generalized osteopenia, mild rotoscoliosis, mild multilevel degenerative disc disease, small sub-centimeter calcified granuloma in the right lower lung lobe, minimal bibasilar subsegmental atelectasis/scaring (lung). Additional information received per the medical records indicate that the patient has a history of c. Difficile colitis, large right lower extremity deep vein thrombosis (dvt), lower gastrointestinal (gi) bleeding, ischemic bowel with perforation, small bowel obstruction, hypothyroidism, anemia, anxiety (treated with medication), paroxysmal atrial fibrillation, likely hypercoagulable state, hypomagnesemia, hypokalemia and acidosis. The medical records also revealed a history of acute renal failure, secondary to acute tubular necrosis that required hemodialysis (she recovered), diverticulitis, small bowel obstruction requiring resection that resulted in sepsis two months before the index procedure and sigmoid colon perforation with reanastomosis four months before the index procedure. The patient presented in the emergency room with one and half day history of crampy abdominal pains and diarrhea. The patient also has a history of small intracranial hemorrhage during her episode of sepsis, but a repeat head computed tomography (CT) showed that it had resolved.

Manufacturer narrative:
Section h6: patient code '3191' was used for "thrombosis in device". Continuation of section b5: additional information received per the medical records indicate that the patient has a history of c. Difficile colitis, large right lower extremity deep vein thrombosis (dvt), lower gastrointestinal (gi) bleeding, ischemic bowel with perforation, small bowel obstruction, hypothyroidism, anemia, anxiety and likely hypercoagulable state, hypomagnesemia, hypokalemia and acidosis. The medical records also revealed a history of diverticulitis, small bowel obstruction requiring resection that resulted in sepsis two months before the index procedure and sigmoid colon perforation with reanastomosis four months before the index procedure. And history of c. Difficile, who presented in the emergency room with one and half day history of crampy abdominal pains and diarrhea. The patient also has a history of small intracranial hemorrhage during her episode of sepsis, but a repeat head computed tomography (CT) showed that it had resolved. She also had a history of acute renal failure, secondary to acute tubular necrosis that required hemodialysis in (B)(6) 2005, but she recovered. She also has a history of paroxysmal atrial fibrillation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. This event does not represent a malfunction of the device. Due to the nature of the complaint the reported mural mineralization could not be further clarified, although this may represent chronic thrombus. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety, leg, groin and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint these events could not be further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava wall and mild mural mineralization. The patient reported experiencing perforation of filter struts outside the inferior vena cava (ivc) and blood clots in addition to suffering and anxiety related to the filter perforation. The patient also indicated that there was a thrombus causing the filter to be clogged, the patient had severe leg pain, chest pain and groin pain. Prior to the filter implant the patient was admitted to the hospital with a one-and-a-half-day history of crampy abdominal pains and diarrhea. The patient had a history of a small bowel obstruction, approximately two months earlier, that required resection and resulted in sepsis. Approximately two months prior to that the patient experienced a sigmoid colon perforation with re-anastomosis, history of diverticulitis, and a history of c-difficile. Additional medical history is notable for hypothyroidism, anemia, anxiety, likely hypercoagulable state, hypomagnesemia, hypokalemia, acidosis, small intracranial hemorrhage, resolved, acute renal failure, also resolved, and paroxysmal atrial fibrillation. While in the emergency room the patient was noted to have an elevated white blood cell count and was started on antibiotics, the patient was also positive for c. Difficile. During the hospitalization the patient was noted to have right lower extremity swelling and lovenox was initiated. A computed tomography (CT) scan noted a large right deep vein thrombosis (dvt) from the right femoral vein the to the ivc. Tissue plasminogen activator was started, but the dvt persisted, requiring stenting. Heparin and coumadin were then started. Two days later the inr was at 10, vitamin k and a unit of fresh frozen plasma was given and two days later the patient had bright red rectal bleeding, so an ivc filter was placed. The filter implant procedural details have not been provided. The patient was discharged to home sixteen days after admission. Approximately thirteen years post implant a CT scan was performed to assess for injury. The report noted that the infrarenal filter is well positioned in situ, with mild mural mineralization, which may be related to encrustation and/or chronic thrombus. There was no evidence of acute thrombus. The legs of the filter protrude beyond the vessel lumen, which was thought to be more artifact in nature, there was no evidence of penetration, adjacent organ involvement or fistulization identified. A stent was identified within the right common iliac vein without evidence of thrombus. In addition, there were calcifications noted in the ivc adjacent to the filter, confirming chronic thrombus. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. This event does not represent a malfunction of the device. Due to the nature of the complaint the reported mural mineralization could not be further clarified, although this may represent chronic thrombus. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety, leg, groin and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint these events could not be further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.